Event description:
Per the clinic, the patient experienced poor performance with the device, leading to device non-use. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013. The implanted device remains. There are no plans to explant the device as of the date of this report.

Manufacturer narrative:
(B)(4): implanted device remains.